Event description:
The ge oec 6800 fluoroscopy system had reported poor image quality and had a reported collimator had an instance where it was "stuck".

Manufacturer narrative:
A ge oec service rep investigated the issue and found a defective video controller pcb that was removed and replaced. The collimator issue could not be duplicated. The system also had an annual pm performed during repair of the image quality issue. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction.